Event description:
It was reported that this right ventricular (rv) lead was attempted due to helix deployment issues. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the helix difficulty allegation was confirmed. A helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid. The prolonged surgery code was addressed with the same as-analyzed coding as the helix extension/retraction difficulty issue.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to helix deployment issues. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the helix difficulty allegation was confirmed. A helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid. The prolonged surgery code was addressed with the same as-analyzed coding as the helix extension/retraction difficulty issue.